Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine with an unknown dose and concentration and morphine with an unknown dose and concentration via an implantable pump for spinal pain, other chronic/intract pain (trunk/limbs), and other upper quadrant sites. It was reported an alarm was heard and telemetry was not yet performed. The healthcare professional (hcp) stated the patient missed several appointments to have the pump filled in (B)(6), but they have decided they were not going to fill it as the patient was on hospice. It was noted that the patient's pump has "empty drugs" and the device keeps beeping. No symptoms were reported. It was noted that the patient missed several refill appointments in (B)(6), however the event date was noted to be (B)(6) 2018 (about 2 weeks ago). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the hcp had the signed authorization form, and the pump was programmed to the off state. No further complications were reported.